Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) was confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to a shorted pulse wire in the cable connecting the front te and ECG a to the distribution node. The pulse wire was shorted to the dn pca. The root cause for the shorted pulse wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that a patient was receiving excessive "adjust belt" messages.